Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having discomfort at the ipg site. The patient underwent an ipg replacement procedure wherein the pocket site was relocated. The patient was doing well postoperatively. Explanted ipg was discarded.